Event description:
Reporter stated that, in 2004, pt woke up with high blood glucose (- 400 mg/dl). Reporter stated that they had attempted to lower their blood glucose by bolusing; however, it did not decrease as expected. Pt's parent transported pt to the hospital for additional treatment. Once at the hospital, pt was treated with an IV drip, additional insulin. Reported did not provide the date or time of pt's release.